Event description:
Boston scientific received information that this pacemaker had an increase in pacing impedance from 400 ohms to greater than 2,500 ohms, increased threshold measurements and poor amplitude measurements. A chest x-ray was performed, and did not indicate any anomalies. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received that two years after this initial observation, the device was explanted electively and returned for analysis. No additional allegations or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.